Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a biliary drainage procedure performed on a patient with pancreatic cancer on (B)(6) 2013. According to the complainant, on (B)(6) 2013, an advanix preloaded duodenal stent was implanted about 3-4cm out from the papilla since the descending limb of the duodenum was stictured. It was reported by the physician that this was a very rare case and due to the anatomical (tumor) condition, the stent was implanted in an unconventional way. However, there were no issues during deployment. On (B)(6) 2013, during observation of the patient, stent migration was noted and the stent was perforating the duodenal bulb area. Perforation was confirmed by CT-scan and endoscope. It was also noted that the stent had migrated up to the superior duodenal angle (sda), very close to duodenal bulb, where perforation occurred. Peritonitis was observed from the patient and percutaneous bile duct drainage was performed. The procedure was completed by removing the advanix stent. No special treatment done for the perforation. The patient was under conservative management and medical follow up. It was reported the patient was discharged after the procedure and comes to the hospital for treatment. The patient has sometimes had cholangitis, however, further ercp cannot be performed due to the patient condition. Although the patient¿s condition was reported to be not good after the procedure, in the physician¿s assessment, this was not due to the perforation.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.